Manufacturer narrative:
(B)(4). Explanted in 2017. Legal. Concomitant medical products: unknown item, unknown head, unknown lot; unknown item, unknown cup, unknown lot; unknown item, unknown stem, unknown lot. Multiple MDR reports were filed for this event; please see associated reports: 0001822565-2018-05029, 0001822565-2018-05030, 0001822565-2018-05031. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient's left hip was indicated for revision approx. 13 years post implantation due to pain and defective implants. Attempts have been made and additional information on the reported event is unavailable.